Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk cartridge lot # 435a98 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Per photographic evaluation: this is an analysis of am photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a ntlc75 device with the batch number 363a18 with the height selector position in gold color, the anvil shroud in open position. Near of the device can be observed a black reload from the pan area inside of its packaging and appears to be the swing tab in the locked position. Also the photo shows a label attached to the reload packaging with the following information: lot number: 435a98, product code: sr75, expiration date: (B)(6) 2026. Based on the photo alone the event described can not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the lap gastrectomy surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2022 d4: batch # 363a18 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with no apparent damage with a reload present. The reload was received unfired and with the swing tab broken. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. In addition, the reload was received unfired. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.